Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is complaint with our specifications and no abnormality was detected. No other complaint from another health facility was reported to us on this access ports batch. Investigation: the elevation of the returned product shows that the catheter has been damaged by a sharp object. Two small clear cuts were visible at about 6 cm from the proximal proximity. Conclusion: the incident is not imputable to the device. Two hypotheses can be emitted: the catheter can have been damaged during the implantation procedure. The catheter can have been accidentally damaged inside the wound above the clavicle. No corrective action is envisaged.

Event description:
Pt is arriving acutely just before scheduled checkup of the port system because of pain on injection. The skin above the clavicular is broken and the external part of the catheter is visible in the wound. The internal (vascular) part is not visible nor palpable above the clavicula. During device removal, it is detected that the catheter is broken.